Manufacturer narrative:
(B)(4). A review of records related to the device including complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a laser vision correction patient had surgery on (B)(6) 2018 and presented on (B)(6) 2018 with red blood cells under the right eye flap due to a neovascular blood vessel that was knicked during procedure. Topical steroid dosage was increased and flap lift and rinse was performed. It was stated that the patient had no loss of best corrected visual acuity (bcva). The patient complained of foreign body sensation. The patient reported the symptoms are not interfering with daily activities. Bcva from (B)(6) 2018: right eye pre-op 20/15 -4.25 x -1.00 x 30, left eye pre-op 20/15 -4.50 x -.75 x 88.